Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't pass testing which could prevent or delay defibrillation.

Manufacturer narrative:
The device was returned to stryker's product analysis center for further evaluation. The reported issue could not be duplicated or verified. This device was archived by stryker and the customer received a replacement device.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't pass testing which could prevent or delay defibrillation.